Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely that the user connected to the light source device when the electrical contacts of the scope connector are not sufficiently dried or foreign matter (chemical residue, scale, dirt of sebum, dust, gauze, etc.) Is present, or that foreign matter such as dust is attached to the electrical contacts of the video connector of the device or the output connector of the light source device. This leads to the electrical contact or signal transmission pathway issues and communication between the scope and the video controller failed, resulting in a b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.".

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that a b30, scope communication error was generated when using an olympus series 180 scope. The problem, as reported to olympus, occurred during a procedure. There was no patient harm or injury associated with the event.